Event description:
An archer guidewire was used as an accessory product in an endovascular repair of a pt. Vessel morphology was described as straightforward. The archer guidewire did not have any defects prior to being inserted into the pt. The physician inserted and placed a soft sheppard's hook 5 fr flexible diagnostic guiding catheter up and over the distal aortic bifurcation without issues. The archer guidewire was then advanced; however, during either the advancement or the readjustment of the archer wire, the floppy portion was torn/peeled away from the steel core, leaving approx 15 mm of the metal core exposed. The exposed metal core protruded through the flexible diagnostic catheter wall without causing a dissection or other injury to the aorta wall. The archer wire could not be advanced or removed from the diagnostic guiding catheter; therefore, the diagnostic guiding catheter and the archer wire were removed as one unit from the pt. The procedure was completed with another guiding catheter and another MFR's wire without issues. No clinical sequelae were reported, and the pt is fine. The device has been received by medtronic, and the analysis has been completed.

Manufacturer narrative:
(B)(4). Results of eval: (wire breakage). Eval summary: the device was returned within the hoop in a small box. The distal end of the wire was protruding from the hoop and had breakage damage. The damage was a proximal joint fracture. The core wire was intact on either side of the fracture, and a splinter of the core wire maintained continuity between the two segments. The fracture occurred at the proximal laser weld, approx 156 mm from the distal tip end of the wire. The complaint was confirmed, as there was a fracture at the proximal joint; however, the eval of the returned device was inconclusive in determining a root cause.